Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Maximum pace impedance rises from 864 ohms the week ending (B)(4) 2014 to greater than 4000 ohms the week ending (B)(4) 2014. Analysis of the device memory indicated a lead impedance out of range alert. An out of trend subthreshold lead impedance alert occurred on (B)(4) 2014. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). 643 of 18005 lifetime ventricular sic are recorded beginning (B)(4) 2014. Lead integrity alert (lia) triggered on (B)(4) 2010 due to meeting the requirements for non-sustained tachycardia (nst) and ventricular sic. There are eleven nst events of less than 220 ms v-v cycle recorded between (B)(4) 2014.

Event description:
It was reported that a single high impedance count occurred with the right ventricular (rv) lead. Noise was also noted on the rv lead. The rv lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: d234vrc, ICD. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.